Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. The account reported that the patient was admitted to hospital on (B)(6) 2016 due to erythema and drainage at an old incision and also from drainage site of the pump pocket. CT scan of abdomen was negative for fluid collection. It was also stated that patient¿s blood cultures were negative. The patient was started on IV vancomycin. The patient outcome was reported as resolved on (B)(6) 2016. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until the patient expired on (B)(6) 2017 due to cardiac arrest. The device was not returned to abbott for analysis (covered under (B)(4)). The hm2 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 2 left ventricular assist system. This IFU, as well as the hm2 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 8 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for arrhythmia and excess drainage at an old incision site and at the drainage site of the pump pocket. A CT of the abdomen was negative for fluid collection and the blood cultures were also negative. The patient was started on an IV of vancomycin. Additional information has been requested but has yet to be received.